Event description:
Caller reported a cartridge alarm 20 during pumping. There was no adverse impact to the customer¿s blood glucose level. Cts resolved the issue by arranging to send a replacement pump with updated software to the customer. The customer was informed about training availability, backup therapy using mdi, and instructed on necessary steps such as putting the old pump into storage mode and returning it within 10 days. Customer understood and acknowledged all instructions provided by cts.